Event description:
It was reported that console showed misalignment between aiming beam and working laser beam. Boston scientific has been unable to obtain additional information regarding procedure or patient outcome to date, despite good faith efforts.